Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the suture broke during soft tissue suture and vascular ligation. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.